Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead helix would not extend. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was not obstructed. The inner insulation of the lead, the outer insulation of the lead, and the overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. The analyst commented the helix will not extend due to blood throughout the distal conductor from cuts and damage throughout the lead.